Manufacturer narrative:
Patient information was unavailable from the site. No evaluation has been performed as confirmation has not been provided by the site to have a medtronic representative perform a system checkout and evaluation. No parts have been returned to the manufacturer for evaluation. Site has not confirmed service.

Event description:
A reported that, while in a spinal fusion procedure the imaging system was giving generator errors. There was no impact on the patient outcome. No additional information is available.